Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 0.7ml of juvéderm® volbella¿ with lidocaine in the lips for hydration. The same day, the patient experienced ¿inflammation, slight capillary filling.¿ no treatment information or symptoms resolution was provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: b2, b5, b7, e1, h6, and h8.

Event description:
Additionally, the healthcare professional reported that the patient was treated the day of onset with prednisone 70 mg every 8 hours for 2 days, then 50 mg daily for 3 days and hyaluronidase. The event resolved 3 days later.